Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 418 mg/dl with the associated symptoms of polyuria, polydipsia and nausea. The patient received treatment from a health care provider of insulin via injection and had an insertion site change. The basal rate setting in the pump was adjusted. The reporter alleged a history/settings, inaccurate delivery issue with the pump. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the last delivered bolus was a 7.50u normal bolus on (B)(6) 2016 at 18:17. The last basal delivery was on (B)(6) 2016. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.